Event description:
It was reported by the customer that a pyxis medstation es system experienced repeated tower door failures. The customer stated that the door was able to recover, but the problem recurred. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a tower door failure due to a faulty latch. A field service engineer cleaned all the latches and applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.